Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a as per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco / lobectomy procedure. For the sixth firing, the surgeon closed the jaws and clamped the tissue of the bronchus and pushed the green button. However, could not fire the device. Removed the reload from the handle, the surgeon noticed that the reload was pre-fired. Replaced by a new reload and the procedure was completed. There was a problem in the connecting and the operation of the device. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem. No reinforcement material was used.